Manufacturer narrative:
The tech replaced all 4 casters to resolve issue with brakes not holding.

Event description:
Info received indicated the brake casters would not hold when the brakes were set.